Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7377878, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast prostheses implantation with mentor smooth round high profile 270cc saline implants on (B)(6) 2017 developed burning sensation in both breasts and rapid health decline since implantation. As a result, explantation was performed on (B)(6) 2019. No product issue, such as rupture or deflation, has been reported. See 1645337-2019-09306 for contralateral prosthesis report.